Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose levels of 450 mg/dl. The mother of the customer reported that the customer was treated by the insulin pump. The mother of the customer also reported a motor error alarm from the insulin pump during bolus. The mother of the customer also received a no delivery alarm from the insulin pump. The mother of the customer was able to clear both alarms from the insulin pump. The mother of the customer also reported a crack on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.